Manufacturer narrative:
Event logs reviewed to reveal the following steps were taken when transitioning from (B)(6): 1. (B)(6) was booted up. 2. Emergency login details used. 3. At approximately 11pm local time, a case was selected to be continued. 4. Case was then closed. 5. New case with group cpb selected and started. As the original system was replaced by a different hardware configuration, group settings had to be changed.

Event description:
User reported that following an issue with a third-party pump, the decision was made to bring in a new hlm. He perfusionist transferred the record. On the new quantum hlm the case was recovered but all of the pumps were mislabelled and would not operate. The perfusionist began hand cranking while the issue was sorted out by another perfusionist. Interruption to blood flow is considered a reportable event. There was no patient harm.